Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yetcomplete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.